Event description:
It was reported that an unknown access set was unable to be primed. It was primed with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction and additional information: (during follow-up with the reporter, they stated that the unknown secondary set did not flow during patient infusion of an unknown drug using a sigma pump and after priming. An unknown baxter primary set was also attached. The issue was noticed when the nurse returned after the expected infusion time and found that the bag connected to the secondary set was still full. There was no patient injury or medical intervention associated with this event. Additional information: the event occurred on an unknown date in (B)(6) 2015. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.